Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. After centrifugation, the sample was very low draw with visible floating fibrin in the serum. A gel residue was noted inside the walls of the processed tube, which could have caused electrostatic interference during probe aspiration. The customer replaced the sample probe. The field service engineer performed precision testing, which was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable result for multiple assays from the cobas 4000 c311 stand alone system. Using the primary sample tube, the initial total protein gen.2 result was 23.0 g/l, the initial tina-quant c-reactive protein IV (crp) result was 47.98 mg/l, and the initial albumin gen.2 result was 19 g/l. The repeat results using the primary sample tube were total protein 81.1 g/l, crp 65.88 mg/l, and albumin 32.5 g/l. The repeat results using a sample cup were total protein 80.2 g/l, crp 65.20 mg/l, and albumin 33.8 g/l.